Event description:
Caller states patient tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The facility reported a flo-gard infusion pump with a constant occlusion alarm on channel 1, which interrupted a patient infusion in the facility's intensive care unit. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.